Event description:
It was reported by the customer that the spring wire guide ruptured, and a portion remains in the body of the pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.